Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the image used in the procedure was evaluated. The evaluation found that the tracer pattern performed could have been optimized by a little more tracing on the bridge of the nose and a little more on the opposite side of the patient's head. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the surgeon was unable to locate the tumor and resulted in healthy tissue being sampled. It was reported that the registration and accuracy were verified without issue prior. On the images used, minor scatter was noted on the eyes but would not have affected the precision. It was reported that the procedure ceased following the surgeon being unable to locate the tumor. No additional information was provided.